Manufacturer narrative:
The customer reported complaint that the thermogard xp ivtm system (sn (B)(6)) displayed mid: 26 (low battery in display head) error message was confirmed during the functional testing and based on the event log review. The root cause of the mid:26 error was failure of the console's display head battery, which had dropped below critical voltage, attributed to the age of the battery. The thermogard console was manufactured in june 2015 and is over 10 years old. The expected display head battery life is about 5 years, and no records could be found indicating that this battery had been previously replaced. The last known preventative maintenance (pm) on this console was performed in 2021. The event log review indicated several mid:26 (low battery) messages, thus, confirming the customer's reported complaint. The thermogard system failed the functional testing due to mid:26 (low battery) message displayed upon powering on, thus, confirming the customer's reported complaint. The display head battery was replaced to address the reported complaint. Following service, the thermogard xp ivtm system passed all the final functional tests without error. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the thermogard xp ivtm system with sn (B)(6).

Manufacturer narrative:
Zoll has not received the thermogard xp ivtm system in the complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
The customer reported the thermogard xp ivtm system (sn (B)(6) displayed mid: 26 (low battery in display head) error message. It is unknown when the problem occurred. However, patient use information was requested but no additional information was provided.